Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Related manufacturer ref: 3004617090-2021-00001. During a monopolar lesion procedure, after placing the needle and connecting the probe, the generator displayed an error message "unsafe probe and connection check probe and connectors" and the procedure was cancelled. A grounding pad test was performed and the issue was reproduced. It was not able to be determined if the generator or probe caused the issue as no other probes were available at the time of the event.